Manufacturer narrative:
Zimvie complaint (B)(4). Concomitant medical products: tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, lot number 1243187.

Event description:
It was reported that the healing abutment loosened previously. The patient never came in and developed overgrown tissue. Dentist replaced healing abutment after using electrosurgery to excise tissue. Tooth site #37 (universal).

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.